Manufacturer narrative:
UDI # (B)(4). The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device has not been returned for evaluation; therefore, the reported event could not be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that during a minimally invasive surgery for mitral valve repair the balloon of an intraclude device burst. The pressure dropped rapidly. As reported, the procedure had to be finished under fibrillation. As per the surgeon, the rupture was not caused by surgical manipulations (balloon stitches). The balloon was not over-inflated or used in any other way than prescribed in the ifus. The patient was noted to be doing fine after the procedure. The surgeon is very experience with intraclude devices.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer complaint that "balloon of an intraclude device icf100 burst" was confirmed. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. Intraclude shaft was found kinked near the intraclude hub. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause has been determined to be related to a supplier manufacturing defect. The supplier has indicated that the issue is currently being investigated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.